Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient is experiencing a red, painful eye following the implant of a micro-stent device. Six months following implant the patient experienced an extreme increase in intraocular pressure (iop). The surgeon did a slit lamp examination and noted poor view of the anterior chamber due to a somewhat cloudy cornea. The surgeon started the patient on additional medications. Approximately an hour and 20 minutes following the initial appointment and upon use of the drops, the device was noted to be visible, well placed, and the proximal end is not obstructed by the iris. The cornea is clear and not many cells in the anterior chamber. The iop had dropped and the patient reported feeling less discomfort. Additional information was received from the surgeon reporting the patient was currently experiencing hypotony but is 'doing well'.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the surgeon reporting the patient is experiencing pressure in the low teens, and she is tapering the steroid. The patient remains on one medication.

Manufacturer narrative:
The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Because sufficient clinical data was not received, and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Possible root causes are that postoperative elevated iop and hypotony are established risks associated with use of the system that is clearly specified in the product IFU. The manufacturer internal reference number is: (B)(4).